Manufacturer narrative:
This report is for an unknown screws: recon/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent a femoral recon nail procedure treating midshaft fracture. During the procedure, the femoral recon nail, unknown nail insertion handle, unknown guidewire, unknown recon screw, and unknown drill guide were unable to align correctly. Upon inserting the unknown recon screws into the femoral head through the inferior screw option, the unknown guidewires and unknown recon drill kept hitting the nail. The nail was adjusted twice to try and prevent it hitting without success. The surgeon decided to change his locking option and chose the antegrade and transverse options. It was commented that the surgeon thought he was leaning on the insertion guide too much, causing the drill guides to diverge and allowing the guide wire to hit the nail. There was a surgical delay of forty-five (45) minutes. The procedure was successfully completed by removing the nail and reinserting. Patient outcome is unknown. This report is for (1) unknown - screws: recon. This is report 5 of 5 for (B)(4).